Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that excessive amounts of barium, potassium, and zinc were found in 2 bd plastipak¿ syringes. The following information was provided by the initial reporter: "we have received x2 product 12044717 lot2211058 on bl3173997230. After testing it turns out that the product cannot be used due to the presence of too much barium, potassium and zinc."

Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Ten retained samples from the same lot were evaluated, no foreign matter can be seen out or inside the syringes. Syringes are examined at the microscope (10x) not finding any particle. Raw material is received with a quality certificate ensuring the material provided is safe and adequate for medical use. Upon inspection of the certificate provided by customer showing results of chemical composition, iso 17294 is referenced. This iso specifies a method for determination of chemicals in water. This does not mean the chemicals found came from the medical device since the assay is for water. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that excessive amounts of barium, potassium, and zinc were found in 2 bd plastipak¿ syringes. The following information was provided by the initial reporter: "we have received x2 product 12044717 lot2211058 on bl3173997230. After testing it turns out that the product cannot be used due to the presence of too much barium, potassium and zinc."